Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device was returned to the manufacturer's service center, and an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery needs to be replaced. No components were replaced. The device was scrapped.